Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024 where the ipg was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery where the ipg was not put into surgery mode. Company manufacturer met with the patient and was unable to connect and deemed the ipg to be inoperable. As such surgical intervention may be pending to address the issue.